Manufacturer narrative:
B3: exact date unknown, event occurred in march 2024. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: 2000006763. Product family: scs-linear leads. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(6). Batch: 17613431. Product family: scs-linear fixation. Upn: m365sc43160. Model: sc-4316. Batch: 17612087.

Event description:
It was reported that the patient was having irritation at the anchor site of the thoracic leads. The physician stated that the lead was pushing against the skin and at risk of breaking through. The patient underwent a revision procedure, and the patient was doing well postoperatively. No devices were added not replaced.